Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, corrosion was found at the keypad traces.

Event description:
Information received by medtronic indicated that the act button was no longer responding. The customer also reported that the time advances. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.